Event description:
A malfunction was reported by the customer regarding their insulin pump, although no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level, as the level did not exceed 500 mg/dl. Despite the malfunction, the customer planned to continue using their current pump for insulin delivery.